Event description:
It was reported on (B)(6) 2026 that the patient was hospitalized. At time of hospitalization, blood glucose level was 400 mg/dl. Elevated ketones level was 4 mmol/l. The patient was treated with insulin via intravenously. The length of hospitalization was less than 24 hours. The significant event leading to admission was high blood glucose level. There was no malfunction complaint related to infusion set.

Manufacturer narrative:
Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.